Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are placeholders. The returned ralc45 stapler showed no signs of having been damaged. Examination of the anvil also showed that staples had been formed when the device was fired. When the stapler was reloaded with staples and fired, acceptable staples were produced, and complete transection of the test medium was achieved. The reported event could not be duplicated, and its root cause is not known. The complaint will be monitored.

Event description:
In a lower anterior resection procedure, after a ralc45 had been fired, it was noted that the tissue had been transected, but had not been stapled. Another device was subsequently used to staple the tissue.